Event description:
Customer reportedly received results of hi and 157 mg/dl within 10 minutes on the aviva system (meter, strip lot number 300319, expiration date 01/31/2008). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the aviva test strips.